Event description:
Pt underwent an ercp procedure using a pentax ed-3490tk -a110084 side viewing duodenoscope. Pt developed a cre infection. Proper cleaning of scope confirmed as per company recommendations. Organism found under elevator on scope.